Event description:
In 2008, vortex port by angiodynamics was placed for chemotherapy. On second treatment with chemotherapy, port was not functioning. Port study demonstrated that the port had fractured, with portion embolized to the heart. In 2007, the patient has the fractured portions removed without difficulty and in a second procedure the port was explanted, and replaced with one from another manufacturer.